Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number and return sample testing. Review of trending data identified no trend for the complaint issue. Device history record review for the complaint lot did not identify any non-conformances or deviations. A retained kit of the complaint lot was tested in a sensitivity setup. No false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Additionally, the customer returned sample was retested on the architect assay and generated a non-reactive result of 0.93 s/co. The sample was also tested on an alternate method recomline treponema igm and igg which also generated negative results. Based on our investigation, no systemic issue or deficiency with the architect syphilis tp reagent lot was identified in the complaintthis follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. No further information was provided. This report is being filed on an international product, architect syphilis tp, list 8d06-74, that has a similar product distributed in the us, list number 8d06-31/-41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false non-reactive architect syphilis tp result for a (B)(6) year old male. On (B)(6) 2021 the sample generated 0.82 s/co and retest on (B)(6) 2021 of 0.79 s/co on the architect. The sample generated a weak positive result on tppa, and elisa methods. The sample also generated a positive result on mindray with a result of 1.84 s/co. No impact to patient management was reported.